Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent left inguinal hernia repair surgery on (B)(6) 2017 during which the surgeon noted a heavy amount of scar tissue as the cord structures were scarred down with the mesh. Attempting to dissect the cord structures and mesh in that area would have created damage to the area. Mesh was implanted to repair the left side. It was reported that the patient underwent recurrent left inguinal hernia repair surgery on (B)(6) 2017 during which the surgeon lysed the omental adhesions, noted the scarring and repaired the recurrent defect. No additional information is provided.